Event description:
A facility reported that a patient was prepped for "posterior decompression and instrumented fusion" procedure, but the solutions on the extended tip applicator (205108) did not form the sealant at all. There was no reported patient injury and delay in surgery is unknown.

Manufacturer narrative:
The extended tip applicator (205108) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. Per the fmea, potential causes of failure include: labeling, instructions for use. The risk remains acceptable per the risk analysis. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.